Manufacturer narrative:
07-feb-2022, concomitant product investigation results: concomitant product return was received and evaluated. No failure could be identified, the concomitant product is according to specifications.

Event description:
Consumer via e-mail stated that their oral-b electric toothbrush brushes fell off quickly. The holder shoot off. No injury was reported. 05-nov-2021 case update: the suspect product was updated to oral-b power rechargeable toothbrush handle 4729 and the concomitant product was updated to oral-b power power oral care refills precision clean eb20. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their oral-b electric toothbrush brushes fell off quickly. The holder shoot off. No injury was reported.